Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code lec 1871. There was no reported adverse event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be confirmed. The pump was displaying 1871 on power up. The motor was found to be locked and the cause of the issue. The motor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.